Manufacturer narrative:
The customer¿s report of the pump infusing too quickly was not confirmed. No details of the reported event were provided other than the reported event date ((B)(6) 2017). The dataset, medication in use, time of event and device serial numbers were not provided. The serial numbers used in this investigation were taken from the customer provided event logs. It cannot be confirmed if these were the correct devices in use for the reported event. The chemotherapeutic medication cannot be confirmed since only basic infusions were programmed on (B)(6) 2017. The pcu event log shows two pump modules were attached to the pcu on the reported event date. At 9:13 am on (B)(6) 2017, pm s/n (B)(4) was programmed to infuse a basic infusion at 25ml/hr with a vtbi of 500ml. At 10:25 am, pump module s/n (B)(4) was programmed to infuse a basic primary infusion at 50ml/hr with a vtbi of 25ml with a basic secondary infusion to run at 25ml/hr with a vtbi of 12ml. At 10:55 am, the secondary infusion completed and the device transitioned to the primary infusion. At 11:05 am, pm s/n (B)(4) was channeled off. The volume recorded as being infused for this device was 8.976ml for the primary infusion and 12.011ml for the secondary infusion. At 11:16 am, pm s/n (B)(4) was channeled off. The volume recorded as being infused for this device was 51.515ml. The root cause of the pump infusing too quickly was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump infused a chemotherapeutic medication in 90 minutes instead of 4 hours. A physician assessed the patient determining no ill effects came from it infusing too quickly. There was no patient harm.